Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece, the account indicated the use of three viscoelastics used in the cartridge. Two of the viscoelastics indicated were qualified for use with the lens/cartridge combination used. The third viscoelastic indicated is not qualified for use with this lens with any qualified lens/cartridge combination. The root cause for the reported complaint may be related to a failure to follow the IFU. One of the viscoelastics indicated is not qualified for the lens/company device combination used. The instruction for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The account indicated the product was not available to evaluate. Information was also provided that the lens was in the injector for less than 10 minutes. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the lenses were implanted and explanted in the same procedure since the lenses were very scratched in different ways. Additional information was received stating that there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).